Event description:
It was reported that within one week of implant, the patient presented to the emergency department experiencing chest pain that was rhythmic at times. Later that day, increased impedance, low sensing, and no capture were noted. Lead perforation was also reported. The rv (right ventricular) lead was repositioned to a septal position and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2014.